Event description:
The account states the right head siderail broke off from the bed frame.

Manufacturer narrative:
The technician found the siderail center arm assembly broke off from the mounting bracket, preventing the siderail from staying up and latching. He replaced the siderail center arm assembly to repair the bed.